Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The grater handles used do not disengage after the case like other grater handles do.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; the portion that pulls down to connect with the reamer is difficult to pull down; however, a functional check with a mating grater head found the handles still function as intended. Previous investigations found customer cleaning and handling over time may contribute to the issue. Examination of the returned instruments could not confirm the complaint regarding the instruments not being able to be cleaned properly. A two-year search of the complaint database found the depuy warsaw sterilization department stated this product was evaluated in an equivalency report that was validated the instrument can be sterilized and cleaned. The date code a0408 indicates the instruments were manufactured in april 2008 and are over 8 years old. Based on the investigation, the need for corrective action is not indicated. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.